Event description:
Technician found that the brakes were not holding while he was performing preventive maintenance, and there were no reported injuries.

Manufacturer narrative:
Technician adjusted the brake caster and brake steer caster and the brakes functioned properly. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.